Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the pacer displayed an error code and an alternate pacer was quickly retrieved and brought into the operating room (or). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the external pulse generator (epg), stopped working. It was determined at analysis that the main printed circuit board (pcb), was corroded. The hanger was broken. The upper- and lower-case halves, encoder assembly, all four control knobs, tube, both tube sleeves, liquid crystal display (lcd), display frame, all four display grommets, insulator label, two display frame screws and two pcb screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator stopped working whilst being used on a patient. The epg displayed an error code several times including during preventative maintenance. The user was advised to change the batteries, however the error code remained. The epg was returned to service and repair. No patient injury details reported.